Event description:
Customer says she purchased two eq tbb kid 1ct and the replaceable toothbrush head came off both, from the top round piece,while her sons were brushing their teeth, but no injury occurred. Product was not returned for review.